Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brakes are not holding on the head end of the bed. There were no reported injuries.